Event description:
It was reported that the left ventricular lead exhibited high impedance one day post implant. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.